Manufacturer narrative:
It was reported that a female undergoing an magnetic resonance imaging (MRI) procedure had a device placed in the left antecubital (a/c) fossa. The patient was prepped for the procedure and upon walking into the room to begin injection of contrast material the tech noticed that the hub that should have been sealed on the device had come undone while the tech was in the control room setting up for the exam. The patient bled on the table and the floor (total amount of blood loss unknown). The tech was able to clean up the patient, place a new catheter and complete the procedure as ordered without further incident. The device was discarded and is not available to be returned for evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the hub came undone while connected to the patient prior to starting the contrast and the patient bled on the table and the floor (total amount of blood loss unknown).